Event description:
It was reported that the patient presented to the emergency room with dizziness. The device was unable to be interrogated and the patient was admitted to the hospital. Abbott technical support was contacted and the device was successfully interrogated the next day. The dizziness of the patient was not suspected to be related to the device. The patient was in stable condition.